Manufacturer narrative:
(B)(4).

Event description:
It was reported that packaging has no seal. During unpacking of a 2.50mm x 15mm maverick²¿ balloon catheter, the physician found that the inside package was unsealed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter in its original packaging with the tyvek peeled up. The packaging was examined. The bsc poly to poly seal was not missing and is intact; however, the tyvek on the back side of the pouch was torn/pulled open. Inspection of the remainder of the packaging and device revealed no other damage or irregularities. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that packaging has no seal. During unpacking of a 2.50mm x 15mm maverick balloon catheter, the physician found that the inside package was unsealed. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.